Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. Instead the needle deployed late. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod had generated an 0x41 alarm during second prime. Indicating a rotational sensor issue occurred. The alarm prevented the pod from completing the activation process. The rotational sensor data confirmed the rotational sensor malfunction. Rerun of the pod did not replicate the rotational sensor malfunction. Inspection of the drive mechanism components found no damages or manufacturing deficiencies that would contribute to a rotational sensor malfunction. The exact cause of the malfunction could not be determined. The needle did not deploy late as reported as the pod was received with the needle mechanism in the not deployed position.